Event description:
It was reported that the patient suffered a hemorrhagic stroke. The patient was unresponsive, and their pupils were uneven. The patient's family decided to withdraw care and deactivate the pump. The patient expired the evening of (B)(6) 2021. There were no acute changes to patient condition, and the patient was adequately anticoagulated on systemic heparin and no antiplatelet drugs. The patient's partial thromboplastin time (ptt) was 45-55 seconds. A computed tomography scan (CT) revealed a large right-sided frontotemporal intraparenchymal hemorrhage.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke could not be conclusively determined. Additionally, the root cause of the blood leak reported during the initial device implant could not be determined based on the evaluation of (B)(6) (reference MFR # 2916596-2020-05966). The pump was returned with the pump cable intact and the dacron velour removed. The sealed outflow graft was secured to the pump cover. The apical cuff had been detached from the cuff lock and a portion of the ptfe felt had been cut off. The modular cable was not returned. Examination of the pump blood-contacting surfaces found post-mortem depositions of blood in the pump cover and outflow graft hardware. No adhered depositions or thrombus formation were noted. Examination of the cuff lock found no evidence of damage or deformation and the inflow cannula o-ring was present and properly seated. Following cleaning, the cuff lock was measured and the locking arms were confirmed to be within manufacturing specification. The apical cuff ring was also found to be within specification. The o-ring, which seals the interface between the pump and apical cuff, was examined under a microscope and appeared free of damage and measured within specification. The cuff lock was then reassembled and was able to connect to the returned apical cuff without issue. The remainder of the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.